Event description:
Surgeon passed a 5mm dissector into the patient's abdomen through the port. When he tried to grasp tissue, one of the jaws on the instrument broke off. The surgeon withdrew the instrument and used another instrument to retrieve the broken jaw. The instrument was examined on the field and determined that all pieces were retrieved.